Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used in the patient's sigmoid colon during an endoscopic mucosal resection procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was found out that the needle was unable to extend. The procedure was completed with another interject sclerotherapy needle. No visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results which revealed that the needle was occluded.

Manufacturer narrative:
Investigation results that the needle was occluded. Functional evaluation with working length formed into two loops found the interject sclerotherapy needle would not extend. Visual assessment found white residue accumulated inside distal end of outer sheath. Residue was observed emerging from needle orifice, and in between inner and outer sheaths. No other issue was noted with outer sheath. Most likely, due to some operational aspect of the dextrose solution or device preparation, dextrose solution hardened in the distal end of the device. The hardened residue observed between inner and outer sheaths is likely negatively impacting the ability to extend the needle. The complaint that the needle was unable to fully extend was confirmed. Based on the condition of the returned device and the evaluation conducted, the most probable root cause for the needle being occluded was operational context. A review of the device history record (DHR) was performed; no anomalies were noted.